Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced maladaptation. The iol was explanted and exchanged following the initial procedure. There are two medical device reports associated with this file. This report is associated with the 1 of 2 files.